Event description:
The customer returned the duodenovideoscope which is an olympus asset with no reported complaint. During the device analysis the service repair technician indicates that the adhesive around the server plug-in and adhesive light guide lens had a chip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.